Event description:
The analyzer produced digoxin results of less than analyzer range for both level 1 and level 2 quality control samples and one pt sample. A field engineer visited the site and performed modifications to the analyzer. The one pt sample result was not reported, so there was no pt harm as a result of this occurrence.